Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had difficulty with the atrial set screw when connecting the leads to the cardiac resynchronization therapy defibrillator (crt-d). The physician inserted the torque wrench into the atrial port, but could not engage the setscrew. A visual observation indicated that the set screw had fallen out and the grommet was damaged when trying to get it back in. The device was not used and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated a missing grommet and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.